Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during therapy in the home environment (medication, programmed amount and delivery rate unknown). The customer also explained that the pump was locked and needed the key lock code. A technical support associate provided the code quickly. She then said it was giving an air-in-line alarm. The technical support associate asked the customer if she could see any air bubbles present and the customer quickly said, "no". Trying to figure out the pump, the customer asked how to open the door. The technical support associate advised of the blue slide clamp on the tubing and asked the customer if there was a head nurse on she could ask for further instruction.the customer said she was going to just try switching the tubing and did not wish to speak with anyone as she was already behind. When the technical support associate inquired for further information, such as a contact number the customer stated, no as she is an agency nurse. It was also reported that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.